Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively established through this evaluation. Analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. Per the center, the cause of the reported elevations in lactate dehydrogenase (ldh) was due to the antibiotics for the treatment of diverticulitis of the colon. Additionally, it was reported by the center that the patient had suspected drug-induced hemolysis from the treatment of diverticulitis of the colon. Review of the submitted log files revealed intermittent elevations of pump power that appeared to be associated with pulsatility index (pi) events. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including hemolysis and peripheral thromboembolism, and the proper actions associated with them. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 05jul2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) that was not due to a left ventricular assist device (lvad) issue. Date of admission was unknown. The patient had suspected drug induced hemolysis from the treatment of diverticulitis of the colon. A ramp study was done and the device seemed to be working properly.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient received heparin because of thrombosis in colon. The ldh (lactate dehydrogenase) continued to rise and became 4000. Patient is complaining of shortness of breath. Log file analysis captured power and flow elevations associated with pi-events. The data also showed an increase in power and a decrease in average pi over time. Additional log file sent on09apr2021 showed no unusual events. The pump parameters captured power elevations which appear to have resolved near the end of the file. Additional information states that the pump parameter was okay. The cause of high ldh was due to the antibiotics for the treatment of diverticultitis of colon, and the antibiotics was stopped.